Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lump and feeling pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation and pain: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the mid face. Patient was concomitantly taking fish oil. About 2 years later, the patient developed a "hard lump" near their tear trough area on the right side. Patient had consulted with a plastic surgeon who then surgically removed the hard lump which "showed up as ha." About a month later, the patient developed a "hard lump" on the left side. Patient then contacted the healthcare professional who would then treat the patient with hyalase. The healthcare professional expects the hyalse to dissolve the product, but is "not sure if the hyalase [will] penetrate that well" if the product is encapsulated. Patient is "feeling pressure" on their sinuses. Symptoms are ongoing.